Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was even by his managing physician yesterday and the cause was investigated further. A motor stall was occurred on (B)(6) 2019 at 6:38 p.m and recovered at 1:07 a.m. A second motor occurred on (B)(6) 2019 at 2:49 p.m. And then recovered at 6:26 p.m. The pump stalled for the third time on (B)(6) 2019 at 1:48 p.m. And remained stalled. The rep was not aware of any kinked or clog catheter the patient may have had before. The motor stall had not been resolved. The device remained implanted and the pump¿s flow rate was programmed to minimal rate 0.0240 mg/day. The patient would be supplemented with oral medication until it was decided if the pump would be replaced or they decided to manage his pain with oral medications. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 24-aug-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a healthcare professional (hcp) and a patient who was receiving bupivacaine, 30 mg/ml concentration at 11.194 mg/day dose, baclofen, 800 units/ml concentration at 298.49 units/day and dilaudid, 4 mg/ml concentration at 1.4925 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the critical alarm started going off last night. Patient was just at home when it started going off. He went to the emergency room (ER) last night and they were not helpful. The alarm went off 6-7 hours but was no longer going off. Patient had not seen a change in his symptoms. The alarm sounded like a european ambulance. Patient had a "kink or clog" in the catheter before. Patient had his pump filled on tuesday. When they were taking the old medication out they said there was a "great deal" of medication left in the pump. Patient's critical alarm started alarming late thursday evening into early friday morning. This lasted for approximately 7 hours before stopping. Patient denied issues with his therapy as a realtor of the incident. The patient had his pump refilled on (B)(6). No environmental factors contributed to the issue. The patient was following up with his managing hcp tomorrow morning, (B)(6). At the time of this report, the issue had resolved and patient status was alive- no injury. Motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Patient had motor stalls and recoveries since the 1(B)(6) 2019. No patient symptoms were reported. No further complications were reported.